Event description:
Medtronic received information that four days following the implant of this annuloplasty ring the patient initially recovered well following mitral valve repair (mvr) and tricuspid valve replacement (tvr) however was transferred from the stepdown unit back to the ICU following a run of junctional bradycardia (as low as 36bpm) which improved after dopamine was started. Electrophysiology was consulted. Metoprolol was held due to bradycardia. A dual chamber pacemaker was implanted six days post implant due to sinus node dysfunction. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of valve repair). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).